Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead performed in which allegation was confirmed. Moreover, a foreign material was noted inside the lead lumen, from the terminal pin. The foreign material was likely an agglomeration of blood/body fluid and polymer from the lead/guidewire interaction. Further, the investigation conclusion is known inherent risk of device.

Event description:
It was reported that this brady lead was not successfully implanted as it could not pass through the wire. The lead was never in service. No adverse patient effects were reported.